Event description:
During the procedure, the staff tripped and pulled the field frame cable and saw a spark, then lost magnetics. The field frame cable had to be replaced to resolve the issue. There were no patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a spark could not be conclusively determined.